Manufacturer narrative:
Device evaluation: one smiths medical medfusion 4000 syringe infusion pump was returned for analysis in used condition. Visual inspection showed the top was cracked by the mounting post and the latching mechanism was broken. Additionally, visible contamination between the case, by the a/c receptacle and the ethernet connector was found. Review of the event history log (ehl) showed an occurrence of a primary audible alarm post" alarm. Functional testing involved powering up the pump and performing infusion and occlusion tests. The reported issue was not duplicated in the investigation. The speaker was replaced as a preventive measure.

Event description:
Information was received indicating that a smiths medical medfusion 4000 syringe infusion pump exhibited a biomed/error code. No adverse effects were reported.